Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer was subjected to a bubble point test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. The dialyzer was then subjected to destructive disassembly for further visual analysis. This analysis confirmed the presence of a short fiber on the circumference of the fiber bundle at the cavity ID end at approximately 230 degrees with dialysate port situated at 0 degrees. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The short fiber identified during the visual examination may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint event was confirmed.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was visually observed in the dialysate. The machine alarmed. Blood test strips were not used. No dialyzer damage was visible. The patient's estimated blood loss was approximately 250cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.